Event description:
Three patient samples reported with discrepant results. Patient 1 initial glucose result <2 mg/dl, repeat gave 89 mg/dl. Patient 2 initial glucose result 3 mg/dl, repeat gave 89 mg/dl. Patient 3 initial total protein result 0.0 g/dl, repeat gave 7.0 g/dl. The erroneous results were not reported. The cause was determined to be a clogged sample probe. An air purge and sample probe washes were performed. Performance tests were performed and within specification.